Manufacturer narrative:
(B)(4).

Event description:
A health care provider (hcp) reported via a manufacturing representative that the implantable neurostimulator (ins) eroded through the patient's skin. The cause of the event was skin erosion and redness around the ins had caused concern. A revision was done and the ins and extensions were explanted. The ins pocket was also cleaned out. The patient was placed on antibiotics. The issue was not resolved at the time of this report. The hcp planned to wait two months before implanting a new ins and extensions. Two days later the hcp reported the patient suffered a stroke on (B)(6) 2016 in the right anterior region of the basal ganglion. The hcp did not believe the stroke was device related. After surgery, the patient was not very responsive in recovery so a CT scan was done an d a stroke was confirmed. The patient was currently in the intensive care unit. The patient's indication for use is parkinson's dual and movement disorders.